Event description:
Ventilator failed while connected to pt. No alarm was detected. Unit shut off and failed to cycle or provide fresh air supply for pt demand. Nurses heard a low level audible alarm and initially checked IV system which has similar sounding alarm. Nurses changed their attention to pt when saturation (sao2) dropped and pt appeared to be laboring to breathe with evident cyanosis. Pt was manually ventilated with resuscitator bag and oxygen and placed on alternate ventilator without sustaining harm. MFR's rep arrived approx 24 hours after, fuse f-1 was found to have failed disabling ventilator and primary alarm system. Backup alarm was functiong but again this was low level and not easily recognisable. Unit was upgraded with battery backup alarm system.